Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) sensor. The customer reported that the needle got stuck in the center of the sensor. As a result, the customer tried to remove the needle and the needle came out. There was no report of death or permanent impairment associated with this event.